Event description:
The patient reported that the up arrow keypad button was not responding at all. The patient reportedly uses her meter remote to bolus. It was indicated that there was no damage to the keypad. The patient reportedly wore the pump underneath clothing and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.